Event description:
It was reported that during an unspecified endoscopic procedure, the guide wire appeared stretched. A hydra-jag/ .035/450cm/ang guide wire had been selected for use in unspecified endoscopic procedure. After unpacking, but prior to being introduced into the patient, it was noticed that the guide wire appeared stretched at the "striped jacket". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".